Event description:
It was reported that ongoing, intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided. The customer addressed the issue by changing the infusion set and cartridge, going for a walk, and administering a correction bolus via the pump. The customer changed pump supplies and continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.